Event description:
Agent contacted technical solutions after a nurse reportedly pulled several mls from the reservoir following an MRI earlier that day. The next day, agent contacted technical solutions while with the nurse and the patient. The agent reported that an x-ray of the pump was performed which showed the fav in an open state. The nurse accessed the reservoir and was unable to pull any more fluid out. Technical solutions advised them to push 5ml of saline into the pump and wait a few minutes. The nurse then unclamped the tubing and watched the saline self-aspirate back into the syringe. They were able to pull a vacuum and no more fluid than expected came out, indicating that the valves were closed. Technical solutions informed the agent that it appeared the valves had realigned, and with the physician's approval, medication was reintroduced into the pump. The patient was made aware that the pump showed no issues at that point, and was instructed to call either the agent or technical solutions if they felt a decrease in pain relief.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).